Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damaged on electronic assembly. Unable to verify critical pump error (open book image) alarm due to blank display. Unit was received with corroded battery tube, cracked battery tube threads, cracked case along the side of the battery tube, scratched case and minor scratched lcd window.